Event description:
The precise stent was unable to be placed in the intended lesion due to the resistance during the deployment. The patient was male, but age was unknown. The target lesion was carotid artery (side unknown). There was heavy calcification and moderate vessel tortuosity, the rate of stenosis was 80%. The length of the lesion is unknown. There was no thrombus present at the site. It is unknown if an embolic protection device was used in the procedure. It is unknown if the lesion was pre-dilated. The precise (pc1040rxc, 15076232) stent delivery system (sds) was properly inspected and prepped. No anomalies were noted. The touhy borst valve was in the open position when received. It is unknown what guidecatheter was used in the procedure. The product was advanced to the target lesion. It is unknown if the sds was advanced past the lesion and then withdrawn back prior to deployment. After maintaining a fixed inner shaft position of the sds, the precise rx was delivered to the target lesion. However, the stent was unable to be placed in the intended location due to some resistance felt during the deployment. The physician noted that it was very hard releasing the stent. An additional precise (9x40mm) was advanced and placed at the proximal side and the target lesion was fully covered by the stents. It is unknown if any additional force was used to place the stent. It is unknown if the stents were overlapping. Post-dilation is unknown. The procedure was completed without any other issues. There was no adverse event and the patient is in stable condition.

Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
The 10x40 precise pro rx stent was unable to be placed in the intended lesion of the carotid artery due to the resistance during the deployment. An additional stent was placed proximally to cover the lesion. There was no adverse event and the patient is in stable condition. There was heavy calcification and moderate vessel tortuosity, the rate of stenosis was 80%. The length of the lesion is unknown. There was no thrombus present at the site. It is unknown if an embolic protection device was used in the procedure. It is unknown if the lesion was pre-dilated. The precise (pc1040rxc, 15076232) stent delivery system (sds) was properly inspected and prepped. No anomalies were noted. The tuohy borst valve was in the open position when received. It is unknown what guiding catheter was used in the procedure. The product was advanced to the target lesion. It is unknown if the sds was advanced past the lesion and then withdrawn back prior to deployment. After maintaining a fixed inner shaft position of the sds, the precise rx was delivered to the target lesion. However, the stent was unable to be placed in the intended location due to some resistance felt during the deployment. The physician noted that it was very hard releasing the stent. It is unknown if any additional force was used to place the stent. An additional precise (9x40mm) was advanced and placed at the proximal side and the target lesion was fully covered by the stents. It is unknown if the stents were overlapping. Post-dilation is unknown. The procedure was completed without any other issues. The product was not returned for evaluation and testing. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. The stent remains implanted and the delivery system is not available for analysis. The instructions for use cautions that prior to stent deployment, remove all slack from the catheter delivery system. Slack in the catheter shaft either outside or inside the patient may result in deployment of the stent beyond the lesion site. It is possible that vessel characteristics including, tortuosity and calcification, along with procedural handling contributed to difficult deployment resulting in unintended placement. Based on the available information and without the return of the delivery system, no definitive conclusion can be made; however, with review of the device history records, there is no indication that the event is related to the manufacturing process. Therefore, no corrective actions will be taken at this time.